Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed. Further information was requested but not received.

Event description:
It was reported that the patient experienced an infection. It was also noted that the right atrial (ra) lead exhibited an unspecified issue. The full system, including the implantable cardioverter defibrillator (ICD), the right atrial (ra), and the right ventricular (rv), was explanted. There were no patient consequences.